Event description:
A report was received that the pt is experiencing burning sensation at her pocket site with the device turned on or off. The physician has decided that the pt will undergo a pocket revision.